Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic with the ventricular lead exhibiting no capture and low r-waves. Under fluoroscopy it was revealed that both the ventricular and atrial leads were dislodged. The leads were successfully repositioned. There were no reported symptoms for the patient. The patient's condition post procedure was fine.